Event description:
It was reported that in preparation for a pci procedure, foreign matter was found on the hub of the mach1 guide catheter. It was reported as "foreign material like a white powder adhered to hub of the device." There was no pt contact with this device, and the procedure was completed with another device.